Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain/local reaction. Future explant date: (B)(6) 2020. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor smooth round moderate profile 425cc saline prostheses experienced right sided deflation with implant dropping, discomfort, and a rash in the breast and upper back area. The deflation was confirmed by a physician. As a result, bilateral capsulectomies and breast augmentation with silicone implants is planned for (B)(6) 2020. It was unclear whether the rash and discomfort was unilateral or bilateral, therefore, mentor will be reporting both sides. If additional information was made available in the future, then a supplemental report will be submitted. See 1645337-2020-15802 from contralateral prosthesis report.